Event description:
A micro guide wire and reperfusion catheter 041 were used to aspirate a clot when suddenly the reperfusion catheter 041 would not aspirate. The physician withdrew the devices and flushed the reperfusion catheter 041. The physician then attempted to approach the m1 segment of the internal carotid artery (ica) with the reperfusion catheter 041 but the catheter would not reach. It was noted that the patient had tortuous vessels of the ica and use of a reperfusion catheter 032 and 054 was also attempted in the m1. Possibly due to the use of the reperfusion catheter 054 or 032 or the guide wire, a carotid cavernous fistula (ccf) formed. The ccf was treated with coil embolization. The physician commented that he could not determine clearly what caused the ccf, but could not deny the possible relationship with the penumbra system reperfusion catheters. The patient died a few days post-procedure.

Manufacturer narrative:
Conclusion: vessel dissection and perforation are known and anticipated complications associated with these types of procedures and are noted in the device labeling. Ccf may be caused due to vessel injury during these types of procedures. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.